Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208013, expiration date 05/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer reportedly received results of 5.2 mmol/l on the mobile system and 2.9 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device.